Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was completed successfully with no additional medical intervention needed. The patient condition was reported as okay.

Manufacturer narrative:
Additional product code: jdw. (B)(4). Device broke intra-operatively; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an osteotomy of calcaneo surgery, the battery stopped working when introducing guide wires for the placement of the first cannulated screw. Due to the batteries not working, the surgeon used a universal adapter which was not indicated for the guide wires being used; it was reported one of the wires broke and a fragment it went into the patient. The surgeon was able to retrieve the piece of the guide wire, but the surgery was delayed for two hours due to this event. No fragment remained inside the patient. This is report 1 of 1 for (B)(4).